Event description:
The clinician reports, that the implant was inserted (B)(6)2014 in fdi 24 of the patient's mouth. On (B)(6)2018, fracture of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis, mobility, swelling and abscess. No further patient complications were reported.

Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The following was involved in this event: peri-implantitis.